Event description:
It was reported that the patient presented to the emergency room with dizziness. Upon interrogation, an alert for possible high voltage circuit damage was observed. Further review of the interrogation showed multiple shocks for svt. The final episode resulted in sosd detection. Externalized conductors were observed via diagnostic imaging, lead fracture was also noted. The lead was successfully capped and replaced. The device was successfully explanted and replaced. There have been no issues since the procedure.

Manufacturer narrative:
(B)(4).